Manufacturer narrative:
The provider replaced the device. The consumer no longer has the old device.

Event description:
Consumer alleges while riding her unit it broke causing her to fall out. Claims device all of the suddenly stopped and fell apart.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Consumer alleges while riding her unit it broke causing her to fall out. Claims device all of the suddenly stopped and fell apart.